Event description:
The pt has two lead (from the same lot). It was reported the pt is experiencing painful stimulation in his right upper chest. It was also reported the pt is not receiving adequate coverage. An impedance check was performed and revealed low impedance. X-rays were taken and no anomalies were found. The pt is scheduled to undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.